Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens and noted a piece of lint on it. Both the lens and lint were removed without any pt injury. Pt was observed for a month without any complications.

Manufacturer narrative:
(B)(4): eval results (other): a parent/child work order search was performed and there were no similar complaints found. (B)(4).